Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was only visible along the top portion of the display as the remainder of the touch screen had multi-colored lines covering it. Customer's blood glucose was 188 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.